Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was diagnosed with a uti but that it was not related to the patient's device and/or therapy, but to the patient's underlying urinary dysfunction. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported that since their procedure their symptoms had worsened and now they have a uti. Patient also reported discomfort, dizziness, and ¿abnormal feelings¿ during hours of sleep. No further complications reported/anticipated.